Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection ceftazidime (1gm, once daily, intraperitoneal, discontinued after 14days) and injection cefazolin (1gm, once daily, intraperitoneal, discontinued after 14days) for peritonitis. The patient was discharged three days after hospital admission. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.